Event description:
The customer observed lower than expected results for quality control samples processed using vitros ckmb, myoglobin, and total bhcg ii reagents on a vitros 5600 integrated system in 2009. Biased results of the direction and magnitude observed, if they were to occur on pt samples, may lead to inappropriate physician action. Pt results were not reported while quality control was unacceptable. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation determined that the customer had observed both positively and negatively biased quality control results for multiple microwell assays on the vitros 5600 system. Ocd field service investigated and re-calibrated the microwell subsystem luminometer. Following the service activity, acceptable quality control results were obtained for all microwell assays. The most likely root cause of the biased vitros ckmb, myoglobin, and total bhcg ii quality control results is instrument related.